Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/tenderness. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast reconstruction with a 400cc mentor memorygel breast implant experienced left sided rupture accompanied by tenderness post procedure. An ultrasound was performed and demonstrated two bulges. As a result, an explant is planned for (B)(6) 2022.

Manufacturer narrative:
Additional information was received on january 31, 2022. In addition to the issues reported initially, the patient also had breast masses. These masses were first indicated on ultrasound performed on (B)(6) 2016. Biopsy was recommended, however, there is no indication that the biopsy was performed. Reason for device explant and/or reoperation: rupture/pain/breast mass. Manufacturer¿s reference number: (B)(4).